Event description:
It was initially reported the patient was seen by the nurse and noted she wanted the device removed and that she has not been able to breath for a year. The vns diagnostic results were within normal limits at 2009 ohms. The patient presented to the office again a few days later and the device was programmed off. There were no known plans made at that time to have the device explanted. It was reported the clinic notes showed that the patient had been complaining of shortness of breath for a while; however, an exact date was not obtained. It was noticed that the patient's pulse width was set to 500 usec. It was later reported the patient had passed away due to sudep. The relationship between the patient's shortness of breath and death with vns is currently unknown. The device history record for bot the lead and the generator were reviewed. It was found that both devices had passed all required testing prior to distribution. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently incorrectly reported on the initial MFR. Report.

Event description:
Additional information was received from the nurse stated the cause of death was not related to vns. It was also explained the vns was programmed off for patient comfort only and the dyspnea did resolve once the vns was programmed off and the dyspnea was believed to be related to vns stimulation.